Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the right ventricular lead. The lead was no longer used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).